Manufacturer narrative:
A product investigation was completed: the returned plate was examined and the complaint condition was able to be confirmed as the plate was found to have failed through the (B)(4). No definitive root cause was able to be determined as the circumstances which led to the implant failure were unavailable. The 2.4mm lcp straight wrist plate (sd242.003) is a specialized device (sd) and therefore is not noted in a system technique guide. Relevant drawings for the returned implant were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height is reported as 5 feet 9 inches. Date of postoperative device breakage and onset of pain is unknown. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: june 15, 2015 ¿ manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to device breakage. The patient was originally implanted with a 2.4mm locking compression (lcp) straight wrist plate and eight (8) screws (combination of cortex and locking) on (B)(6) 2015. The patient contacted the physician sometime thereafter to schedule a follow up due to pain. During the clinical visit on (B)(6) 2015, x-ray imaging confirmed that the plate had broken across the wrist line at an unoccupied screw hole in the center of the plate. The explant procedure on (B)(6) 2015 was completed successfully with no reports of surgical delay. This report is 1 of 1 for (B)(4).